Event description:
Attorney's report of patient's alleged ring break, bowel perforation, explant surgery and hospitalization. It is reported that the pt was taken back to the or several times for washout procedures. The pt was placed on a ventilator which led to a tracheostomy. PICC line and tpn.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our current knowledge.